Manufacturer narrative:
The exemption provided in final report needs to be corrected this report is being filed under exemption e2012070 by the manufacturer (B)(4) (registration #(B)(4)) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #(B)(4)). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #(B)(4)). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4).

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). On 2017 nov 30 arjohuntleigh was notified about an incident involving arjohuntleigh system: maxi twin lift and passive clip sling. The reported malfunction took place in the (B)(6) in italy. Following the information reported during patient's transfer from the wheelchair to the bed the left leg clip of the sling detached from the spreader bar of the lift. As a consequence of the incident the patient slip out of sling and sustained head hematoma. No medical intervention was needed, only ice application with bandaging. An investigation was carried out into this complaint. The patient involved in the incident was an elderly female ((B)(6) years) with a weight 46.2 kg therefore the sling involved in the incident (model number maa2000m m l1, medium size) was properly chosen. After the event occurrence the lift and sling were inspected by arjohuntleigh technician in regards to the alleged incident. The evaluation revealed that there was no technical deficiency found within the devices that would have adversely affected this incident. The sling and the lift which work together as a system were found to be in overall good condition and according to the manufacturer's specification. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. Based on product knowledge and previously made simulations this then leaves open a possible sequences of events: 1) when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. 2) there are additional scenarios that also involve use that is not following the IFU. During transfer the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labelled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and have used the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. The maxi twin lift instructions for use (04.kt.00 rev. 15) includes information about safe and correct use of the product: the IFU describe steps of correct attachment of sling: "1. Place the clip on the spreader bar lug. 2. Pull the strap down. 3. Make sure all lugs are locked at the top end of the clips and no straps are not squeezed between the clip and the spreader bar." "Warning: to avoid the resident falling, make sure that sling clips or loops are securely attached before as well as during the lifting initiation." Finally, the labelling for the lift device and sling indicate the system should be used by trained personnel that are aware of the IFU contents. Review of similar complaints, reported in the past confirmed that this failure is only possible to occur when procedure of the sling attachment was not followed according to product instruction for use. The sling and the lift were being used for patient care when the event took place, and as such it appears the device played a role in the event outcome. No technical malfunctions were reported regarding the lift (maxi twin) and the sling which work as a system. Nevertheless, the clip was reported to detach (in our evaluation it was caused by the user not following the IFU) and from that perspective, the system did not meet its performance specification. No serious adverse event occurred. We report this event to competent authorities as clip detachment from a spreader bar may result in serious injury if the inadequate procedure of sling clip attachment would recur.

Event description:
On (B)(6) 2017 arjohuntleigh received information about the issue which occurred at (B)(6). Following information provided during the patient's transfer from wheelchair to bed with maxi twin lift and sling, left leg clip of the sling detached from the lug of the lift spreader bar and the resident fell on the floor. The patient sustained a head hematoma. No medical intervention was needed, only ice application with bandaging.